Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) immediately showed a battery failure upon startup. There was no reported patient involvement.

Manufacturer narrative:
The investigation for the reported battery failure (red alarm) has been completed. The device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. As the users were able to successfully troubleshoot the device in the field, the cause of the issue was determined to be use related. This report is being filed as part of a retrospective review of historical records.